Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error during the bolus and the drive support cap was sticking out. Customer's blood glucose level was 520 mg/dl and 230 mg/dl. Customer stated that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer was at perfusor and not using a pump at the moment. The insulin pump will be returned for analysis..

Manufacturer narrative:
The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test due to detached end cap. Unable to test for motor error alarm due to detached end cap. The motor was tested outside of the device and passed. Drive support disk was inspected and no anomaly was noted. Device also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.